Manufacturer narrative:
Additional narrative: additional product code: gxr, gwo. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure the unknown plate was bent and the titanium matrix neuro screw was stripped. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 2 for complaint (B)(4).